Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12357. It was reported the patient experiences ineffective stimulation and the programs are auto-reducing. Diagnostic testing revealed high impedances and images taken show a lead fracture. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12357.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12357. It was reported the patient's leads were explanted and replaced which resolved the patient's issue.